Manufacturer narrative:
Patient information not available for reporting. The 510k: this report is for an unknown lcp plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: metsaars w., henseler j.f., nagels j., nelissen r. (2017) supination contractures in brachial plexus birth palsy: long-term upper limb function and recurrence after forearm osteotomy or nonsurgical treatment. Journal of hand surgery volume 42, pages 1 - 11 ((B)(6)). The purpose of this retrospective group study was to present the long-term clinical and functional outcome of the entire limb after forearm osteotomy in residual brachial plexus birth palsy (bpbp) and to compare these results with a control group of age-matched children with a supination contracture who were treated non-surgically. Between december 1999 and december 2012, 22 patients ¿ 11 males and 11 females with a mean age of 6 years (forearm osteotomy group) who underwent ulnar and radius osteotomy using unknown synthes modular handset locking compression plate (lcp) and unknown synthes 2.0- and 2.7-mm screws for the treatment of supination contracture ¿ were reviewed for this study. Outcomes of the forearm osteotomy group were then compared to the outcomes of the nonsurgical treatment group (28 patients 16 males and 12 females with a mean age of 5 years at supination contracture diagnosis). Patients were followed on a half-yearly to yearly basis. The forearm osteotomy group consisted of 22 patients with a median follow-up of 5.0 years (range, 1.5 - 14 years). One patient was lost to follow-up after 1.5 years. Recurrence was defined as passive pronation of less than 30 degrees. These complications are associated with the patients who are under the forearm osteotomy group; nine patients (3 in ulna osteotomy, 6 in radius osteotomy) had a recurrence. In 5 of these patients, pronation returned to the preoperative values, which ranged from 0 to -20 degrees of passive pronation. One patient had a complication following ulna osteotomy due to insufficient plate fixation. A revision was necessary, without further complications. This report is for an unknown synthes locking compression plate. This report is 1 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.